Manufacturer narrative:
The device was not returned for evaluation. Therefore, we could not conclusively determine the root cause of the reported incidents. Due to the nature of the product, balloon ruptures are an expected risk when using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. This lot passed the quality control testing during manufacturing and met acceptance criteria for release. Additionally, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported tuftex otw catheter balloon ruptured while inflating (injection volume was less than 1.5cc) during patient use. No injury occurred to patient.